Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lavh procedure, the scope was inserted into the device and a gas leak occurred. Another device was used to complete the case. There were no adverse consequences to the pt.